Event description:
Event description: details of health hazard cardiac tamponade progress after the procedure used pulse select (medtronic) in combination, cardiac tamponade was found via echocardiography. Since the vital signs remained stable after performing drainage, the patient was admitted to the general ward as planned. Physician's judgment on health hazard non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product (comments), unknown. Extended hospitalization, no. Causal relationship with the product, unknown. Were any abnormalities observed during use of the product? None. Contents and results of clinical examination, unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).